Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed left anterior descending coronary artery. A 2x12mm mini trek balloon failed to inflate. An unspecified balloon and a 2.5x18mm xience sierra stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. *returned device analysis identified a tear in the outer member which caused a leak during device testing.

Manufacturer narrative:
The device was returned for analysis and a tear in the outer member was identified which caused a leak during device testing. The reported inflation problem was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use and there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous, 90% stenosed anatomy and/or other devices resulted in compromising the outer member such that during inflation resulted in the noted split outer member/reported inflation issue. The noted outer member and support skive kinks and the multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.